Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops leaked from a cassette. The leak occurred at the homechoice connection point where there is a cap. The patient was connected at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.